Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not working as insulin pump alarmed for power loss and pump error. Customer stated that they had low battery and changed it. Customer had high blood glucose of 269mg/dl and customer declined troubleshoot for high blood glucose. Customer advised to call back if issue occurs again. Customer performed troubleshoot for insulin flow block in past issue. Insulin pump will not be return for analysis.